Manufacturer narrative:
Death date: (B)(6) 2016. Event date: (B)(6) 2016. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR ID: 2134265-2016-10347. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was a bifurcated at proximal left anterior descending (lad) to first diagonal with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The bifurcation at the target lesion was treated with pre-dilatation using kissing balloon technique followed by placement of overlapping 2.50x20mm and 2.50x28mm promus element ¿ drug-eluting stents. Following post-dilation, the residual stenosis was 0%. Four days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died. Cause of death is unknown.